Event description:
It was reported that the patient received inappropriate atp therapy due to atrial undersensing for tachyarrhythmia being misdiagnosed at vt. Further evaluation is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the patient received inappropriate atp therapy during an svt. Atrial undersensing was observed that appeared to have caused chamber onset to diagnose vt. Programming changes were made and device remains implanted.